Event description:
A dialysis facility reported that there was excessive fluid removed from a patient during a hemodialysis treatment. The patient complained of dizziness 20 minutes into the treatment. The pt also became hypotensive and sweaty, and was given 300 ml. Of saline. The machine showed that 382 ml. Was removed. Transmembrane pressure increased from 46 to 211. The machine was replaced and treatment was completed with the uf off part of the treatment. Based on the patient's weights and what the machines indicated was removed, there was a weight loss variance of approximately 1.4 kg. The patient was discharged in stable condition.